Event description:
It was reported that during use, the staple jammed. Additional information states that a second stapler was used to complete the pro cedure. There was no patient harm or injury. The patient's current status is reported as "in good condition".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use, the staple jammed. Additional information states that a second stapler was used to complete the procedure. There was no patient harm or injury. The patient's current status is reported as "in good condition".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of misfire/jamming - info not provided was confirmed based upon the sample received. The customer returned one representative unit of 528135 visistat 35r 6/box for investigation. The packaging was observed to be damaged at the corner of the tray next to the cover block and at the corner of the tray next to the trigger. The sterile barrier of the returned sample is compromised due to the packaging damage. A corrective and preventative action (CAPA) was opened to further investigate this issue. Root cause is identified in the CAPA. A loose staple was also observed in the packaging. Visual examination revealed that the first two staples appeared to be aligned. Upon functional inspection, the first 33 staples formed and released correctly. On the 34th fire, the staple released unformed, and the stapler jammed. 5 staples were remaining in the cover block; the front two staples were severely misaligned and prevented the remaining staples to be fired. Flash in the cover block was discovered. Per DHR the product visistat 35r 6/box lot # 73b2200288 was manufactured on 02/09/2022 a total of (B)(4) pieces. Lot was released on 02/22/2022. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.